Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked the equipment and replaced the compressor. The test parameters meet the factory requirements. The equipment is delivered to the customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) motor makes a lot of mechanical noise, no alarm is prompt when the equipment is in operation. There was no personal injury reported.